Event description:
New information notes that the lead was capped and replaced. Lead fracture was suspected. The patient was no longer septic at time of replacement. Normal follow-up will continue.

Event description:
It was reported that during a routine follow-up, the patient stated that therapies were received two months previous, but a device check was not done. Review of the episode showed inappropriate vf detection for af with rapid ventricular response as well as alerts for possible output circuit damage, out of range hv lead impedance, and capacitor charge time limit reached. During device testing, aborted charges were also noted. The patient had end-stage cardiomyopathy, and non-device related sepsis. Device replacement was recommended, however the family elected to opt out and instead place the patient in hospice care.